Event description:
Reportedly, during testing, an oxygen sensor error occurred. Attempted calibration of the oxygen sensor failed. The oxygen sensor was replaced, which resolved the reported issue. No pt involvement reported.

Manufacturer narrative:
(B)(4).